Manufacturer narrative:
Date of report : 05/16/2019, date rec¿d by MFR : 06/14/2019. Failure analysis on the returned data acquisition (da) board shows that the data acquisition (da) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 27feb2019, date rec¿d by MFR : 19feb2019. The customer reported that the da pcba was replaced and the issue was resolved. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. Therefore, the reported condition could not be verified. The pse provided the data acquisition (da) to motor controller (mc) printed circuit board assembly (pcba) cable and the da pcba part numbers and pricing only.

Event description:
The customer reported that the ventilator generated an error relevant to machine and proximal pressure sensor failure.the ventilator was not in use on a patient at the time of the event occurred.